Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4) 2014. There were indications of gaps in transmission. The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed confirming the reported event of intermittent out of range. A CAPA has been initiated for this issue.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.